Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested, and not provided. Section b3 date of event: unknown/not provided. Section d4: lot #: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the serial number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the irrigation/aspiration tip is not an implantable device. Section d6b: if explanted, give date: not applicable, as the irritation/aspiration tip is not an implantable device. Section h3: the irrigation/aspiration tip was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that the tip of their ia handpiece broke off and requested a replacement. No further information provided.

Manufacturer narrative:
Section h11: additional data, additional information was received, customer reported the solo lot # 071575 (opoia2045d - I/a hp 20 ga 45 degree silicone sleeve tip.) Was tip with the issue. Section d1: brand name, solo. Section d2: d2a. Common device name, cannula, ophthalmic. Section d2: d2b. Device product code, hmx. Section d4: model number, opoia2045d. Section d4: catalog number, opoia2045d. Section d4: lot number, 071575. Section d4: primary unique device identification (UDI) number (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.